Event description:
I was duped by a local chiropractor that had advertised in our local newspaper about the drx9000. After 10th treatments, I wasn't getting any better and by the 20th treatment, I had to go to the local rehab treatment center because every step I took was extreme pain. Up to this day, I still have a problem laying down and sitting for a little while which I never had a problem with before the treatments with the srx9000. The machine I think is just a modern version of a medival torture device. Dates of use: (B)(6) 2009. Diagnosis or reason for use: pinched nerve - chiropractor diagnosis.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable creatinine results for five patient samples from the analytical p module. Patient sample 1 original result was 540 umol/l and was reported outside the laboratory. The doctor did not believe the result and the sample was repeated. The repeat result was 132 umol/l. Patient sample 2 original result was 210 umol/l and the repeat result was 113 umol/l. Patient sample 3 original result was 206 umol/l and the repeat result was 68 umol/l. On (B)(6) 2010, patient sample 4 original result was 172.7 umol/l with a data flag. The repeat results were 237.6 umol/l with a data flag and 188.5 umol/l with a data flag. Patient sample 5 original result was 86.5 umol/l with a data flag. The repeat results were 166.2 umol/l with a data flag and 84.5 umol/l with a data flag. The lot number of the creatinine reagent was 626122. No adverse events were alleged regarding the discrepancies.

Manufacturer narrative:
The user experienced an additional occurrence of questionable creatinine results for one patient sample on (B)(6) 2010. The patient was a (B)(6) male, born on (B)(6). The creatinine results provided for the patient sample were 76.4 twice, 75.4, and 124.6 umol/l. All results were accompanied by data flags. The patient was taken to the emergency room for one evening because of the high creatinine result. The false high result may have caused or contributed to an incorrect diagnosis of renal problems. No treatment was initiated, changed, delayed, or withheld. No adverse events were alleged regarding the discrepancies. The creatinine reagent lot number was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was not provided for further investigation. Based upon the limited information provided, sample specific effects, such as microclots or gel, or insufficient analyzer maintenance may have caused the falsely high values. No adverse events were reported.

Event description:
It is reported that pt underwent a revision surgery due to implant (durom cup) loosening.